Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on properly) has been confirmed. As received, the monitor was unable to fully power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog pca. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor was not powering on properly.